Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, a photo of the suspect medical device was provided and an evaluation was completed using the image. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 600cc mentor memorygel breast implant prosthesis. Post-operatively, the patient decided to have a breast revision surgery to change the size of her implants and due to bilateral ptosis. The left breast was noted to be more firm, slightly higher and medially on the chest. As a result, the patient underwent bilateral removal and replaced with 465cc mentor memorygel xtra breast implants on (B)(6) 2022. During the revision surgery, her the left breast implant was discovered to be ruptured. There were no reported patient consequences or procedural delays. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-12623 for the contralateral event.